Event description:
During a pfa procedure, air leaked from the sheath hemostasis valve when the catheter was inserted. The sheath was replaced and the procedure was completed with no adverse patient consequences.